Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of issue with transfer trolley used with 733hc-e steam sterilizer. As it was stated by the getinge technician due to bad trolley wheel the loads fell on the ground and cart hit the employee. It was confirmed by the technician that no injury was reported and the loads which fell on the ground were reprocessed. Getinge technician has replaced the wheel and tightened locking nut. The unit was tested and it is fully operational. We decided to report the issue based on the potential as described event could lead to serious injury or worse.

Manufacturer narrative:
Getinge became aware of issue with transfer trolley used with 733hc-e steam sterilizer. As it was stated by the getinge technician due to broken trolley wheel the loads fell on the ground and cart hit the employee. It was confirmed by the technician that no injury was reported and the loads which fell on the ground were reprocessed. Getinge technician has replaced the wheel and tightened locking nut. The unit was tested and it is fully operational. We decided to report the issue based on the potential as described event could lead to serious injury or worse. When reviewing reportable events for this type of issues for 733hc-e we were able to establish that the received incident is the first one registered in getinge complaint handling systems of its kind. There is therefore no worrying trend detected with regards to this topic and issue. Fortunately, the event has not led to serious injury or worse. When the event occurred, the device did not meet its specification due to broken trolley wheel and contributed to the event. The device was not being used for patient treatment when the event took place. Based on the performed root cause analysis and input from subject matter expert and getinge technician who visited the customer we conclude that the cart and trolley are verified to ensure the carriage/loading car wheels rolls smoothly during preventive maintenance, however preventive maintenance schedule does not require checking for loose components. Despite our best efforts, the exact cause of the problem cannot be identified. From review we conclude this issue, at this time, is an isolated case. Reported incident was shared with the manufacturer for their information and evaluation. We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The purpose of this submission is also to provide a correction of device manufacture date. This is based on the result of an internal review noting the report did contain incorrect information. #h4: previous manufacture date: 2019-07-08. Corrected manufacture date: 2019-08-06.

Event description:
Manufacturer reference number: (B)(4).